Event description:
It was reported that 5 days post implant of the implantable pulse generator (ipg) system, a remote pacemaker transmission revealed high right ventricular (rv) lead thresholds. An in office test confirmed that thresholds were high. The caller reported the patient had been brought in via ambulance for an issue not related to the ipg system. It was noted that the patient was in atrial fibrillation (af). Additional information was later received from review of the manufacture's database that the patient was deceased. Information was requested regarding the death of the patient but not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The date of death provided is an estimate. The exact date is unknown. The initial reported event was received on (B)(4) 2014. Of note, the reportable malfunction (high thresholds) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2015. Information was subsequently received on (B)(4) 2015 and revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.